Manufacturer narrative:
This report is based on a retrospective review of previously unreported complaints, specifically concerning an alleged case of deep vein thrombosis (dvt) that occurred despite the use of the product. The provided information was insufficient to determine any health impact. On (B)(6) 2024, the patient was contacted by phone, who provided the following details: the patient had surgery on (B)(6) 2023, and wore the device on the day of surgery and during the night, but was unsure if it was used the following day. The device did not display any error codes and appeared to operate normally. On (B)(6) 2023, the patient was diagnosed with dvt. Additionally, the patient expressed frustration about being charged for the device by their provider despite being told there would be no charge. It is unclear what instructions the patient received from their physician or whether those instructions were followed. The device was returned to manamed for analysis, where it operated normally in all modes and showed no error codes. One sleeve recorded 10 hours of use, and the other recorded 12 hours.

Event description:
The patient sent a written note to his provider indicating that he was diagnosed with dvt despite using the product. The message was passed on to manamed via email on 02/14/2024.